Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, after the physician pulled the first leg assembly through the patient's sacrospinous ligament, the suture, with the needle at the end, detached. Reportedly, the suture, with the needle at the end, was captured in the capio cage and did not fall loose inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was reportedly fine.

Manufacturer narrative:
(B)(4) for suture detachment.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The capio device was not received for analysis. Visual analysis of the returned mesh assembly revealed that the needle was missing from the lead suture of the blue and white dilator. In addition, the lead suture was received separated from the solid blue dilator. The cause for this event could not be determined.

Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, after the physician pulled the first leg assembly through the patient's sacrospinous ligament, the suture, with the needle at the end, detached. Reportedly, the suture, with the needle at the end, was captured in the capio cage and did not fall loose inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was reportedly fine.